Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient¿s spouse indicated that the ¿wrong¿ right ventricular (rv) lead was implanted, and it contributed to the patient¿s passing.